Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, h.4, g.4

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
The healthcare professional reported right-side rupture. The device remains implanted.